Event description:
It was reported to philips the device ac power module disconnects after electrical discharge. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ac power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The ac power module was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.